Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm while rewind. The drive support cap was sticking out. The reservoir was leaking. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.